Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a shaft break occurred. A 2.25 x 24mm synergy shield drug eluting stent was advanced for treatment. However, resistance was encountered during advancement through the coronary anatomy, resulting in shaft break. The device was removed, and the procedure was completed with another of same device. No patient complications were reported.